Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during surgery the probe did not enter in the endoillumination valved trocar. Surgeon had to force it to enter the endoillumination probe into the valved trocar. There was no patient impact. This is one of two medical device reports being filed for this facility.